Manufacturer narrative:
(B)(4). Batch # n53f5e. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what degree of hemorrhoids did the patient have? Grade 2. What confirmation was received that the device was fully fired? The handle was fully compressed to make sure that the stapler fires. Where within the gap setting scale was the orange indicator prior to firing? The orange indicator was in the green zone prior to firing. Was there bleeding as a result of the issue with the device? Yes, as a little part of the tissue was cut which caused a little amount of bleeding. If yes, how much blood was lost (ml)? The bleeding was immediately managed using suture which lead to very little blood loss. If yes, did the patient require a blood transfusion? No. If yes, how many units were given? Na.

Event description:
It was reported that during a minimally invasive procedure for hemorrhoid (miph) procedure, during the surgery when the surgeon fired the device using the trigger then no staples were released from the stapler but it did cut a little part of the hemorrhoid after which the surgeon managed the procedure using sutures. There were no adverse consequences for the patient.